Event description:
A report was received that the patient had frequent charging. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected. The patient underwent an ipg replacement procedure due to the battery¿s end of life. The patient was doing well post-operatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had frequent charging. The patient will undergo an ipg replacement procedure.